Manufacturer narrative:
On (B)(6) 2016 the surgeon revised head, cup and liner. The surgery was completed successfully. Batch review performed on 20 june 2016: lot 155038: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28/dmg, code (B)(4), lot. 150128 (k092265) (B)(4) items manufactured and released on 09 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon found that the patient had a pelvic fracture. The surgeon planned to revise the head, liner and cup.